Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir wasn't working there was no insulin coming out when manul plunger was being done. Customer's blood glucose was 280 mg/dl. The customer was advised the reservoir would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and inserting into a medtronic 7 series insulin pump, ran the a manual prime fluid flowed through the infusion and out of the catheter; conclusion the reservoir is not occluded.